Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The service engineer (se) inspected the device. The se found that the issue was regarding the unit not powering on. The se replaced the power supply to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.